Event description:
It was reported that the colonovideoscope displayed no image. The issue was identified during device inspection for use (prior to patient use). There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.